Manufacturer narrative:
A good faith effort (gfe) was performed to clarify if the speaker produced sound, and it was provided that no sound was coming from the speaker. The remote service engineer (rse) spoke to the customer and determined that the device speaker required replacement. A replacement speaker was ordered and shipped to the customer site to resolve the issue. H3 other text : device not returned.

Event description:
It was reported the avalon fm20 fetal monitor is getting a speaker malfunction error message. A loss of audio cannot be ruled out based on information currently available. The device was not in use on a patient at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting institution name: (B)(6). E1: reporting address line 1: (B)(6). E1: reporting institution phone: (B)(6). E1: reporter phone #: (B)(6).